Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that a wrist plate bent and broke in situ after fracture fixation.

Manufacturer narrative:
Correction. The reported event could not be confirmed, since the device was not returned, and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information about the event and patient details, medical records and the device itself must be available to determine the exact root cause of the failure. General aspect: ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
The customer reported that a wrist plate bent and broke in situ after fracture fixation.